Event description:
The customer reported to baxter (B)(4) a perfupal IV solution administration set that showed difficulties during use. According to the report, when spiking an nacl soft bag (nacl lavoisier - perfudom), a leakage was observed at the spiking port. The condition occurred during use; however, there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A companion sample was returned for evaluation. The sample was submitted for an underwater leak test and no leaks were observed. The reported condition was not confirmed and no root cause was identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).correction: the following information was erroneously omitted from the initial medwatch:this device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.